Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged. In a revision procedure the lead was explanted and successfully replaced by a new lead. No adverse patient effect were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. After removal of major residuals of coagulated blood and tissue found at the helix the fixation helix could be properly extended and retracted. Moreover, the measurements did not show any deviations from the technical specifications, even though coagulated blood and tissue residuals were found at the helix that may compromise the functionality of the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation are most likely due to the explantation procedure.